Event description:
It was reported by a customer in germany that, an 840 ventilator graphic user interface (gui) experienced an unk failure. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse fixed an error in the control panel by replacing the graphic user interface (gui) printed circuit board (pcb) touch frame. The unit passed all tests and calibrations, and it was observed to be operating within mfg specs. (B)(4).